Event description:
Ous MDR - both leads dislodged when the ICD migrated in the pocket. They were all repositioned. However, both leads dislodged again and the physician reported that both leads were easily removed with little pulling force. They were explanted and this lead was returned for analysis. There were no adverse patient side effects reported.

Manufacturer narrative:
Upon receipt, both leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection of the lead sn (B)(4), cuts in the insulation and deformations of the shock coil were found. It is reasonable to assume, that these damages resulted from the explantation procedure. The visual inspection of the lead sn (B)(4) showed damages at the silicone sealing at the is-1 connector pin which occurred most likely during the surgery. With regard to the dislodgement mentioned in the complaint description, the analysis of both leads did not show any deviations. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism of the two leads were within the technical specifications. The analysis of both leads did not reveal any sign of a material or manufacturing problem.